Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, which required antibiotic therapy. The definitive etiology of the peritonitis is unknown; therefore, causality cannot firmly be established. However, the pdrn confirmed the patient experienced a fluid leak, which coincided (exact date not provided) with the onset of the peritonitis. It is a well-known fact that individuals undergoing pd for rrt have a significantly increased risk for infections of the peritoneum. Based on the totality of the information available, the liberty select cycler and/or liberty cycler set cannot be excluded from having a possible causal and/or contributory role in the patient¿s serious adverse events. The patient was actively using the liberty select cycler and liberty cycler set when the fluid leak was discovered. If the device and/or product is returned, a manufacturer evaluation may dissociate the liberty select cycler and liberty cycler set from having contributed to the serious adverse events. However, without a discharge summary (if applicable), definitive causality and a manufacturer evaluation, this clinical investigation cannot disassociate the device or product from the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after cancelling the pd treatment. The patient received several air detected in the cassette warnings during drain 2 of 5. The patient tried a reboot, but the warning continued. Technical support suggested to restart with new supplies, but when patient opened the cassette door there was fluid in the pump module area and fluid on the external part of the cassette. The patient declined to do manual treatments and said he would contact his pdrn the next day. A new cycler was issued to the patient. Upon follow up, the pdrn stated that the patient developed peritonitis as a result of the reported fluid leak event but the actual date was not reported. The patient was administered a regimen of antibiotics. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. Additional information was requested but not received. The cycler set used by the patient was discarded.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The sample was received with original package, identified with product number 050-87216 and lot number 22cr08041. A disinfection and visual inspection were performed to the complaint product sample. During the disinfection of the complaint sample, the alleged failure mode was confirmed; a leak was found in the cassette film. The alleged failure mode was confirmed during sample evaluation. This kind of damage could have the following causes: pump door is sharp and closes unexpectedly during set up, stress and strain on the film during teach pump when mushroom head is fully extended against the cassette dome, especially with a large misalignment between cassette and pump, finishing problem due to a sharp point created or cassette damaged mechanically, and shipping or transportation damages the product. A device history review was performed for the involved lot of the product and there were no non-conformances, deviations or any associated rework related with the alleged failure mode during the assembly of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after cancelling the pd treatment. The patient received several air detected in the cassette warnings during drain 2 of 5. The patient tried a reboot, but the warning continued. Technical support suggested to restart with new supplies, but when patient opened the cassette door there was fluid in the pump module area and fluid on the external part of the cassette. The patient declined to do manual treatments and said he would contact his pdrn the next day. A new cycler was issued to the patient. Upon follow up, the pdrn stated that the patient developed peritonitis as a result of the reported fluid leak event but the actual date was not reported. The patient was administered a regimen of antibiotics. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. Additional information was requested but not received. The cycler set used by the patient was discarded.